Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with back pain post-procedure. Increase in pacing lead impedance and increase capture thresholds were noted. Diagnostic images showed perforation of the posterior wall of the ventricle near the apex. The patient was scheduled for lead repositioning and the patient will continue to be monitored.